Event description:
It was reported that this right ventricular (rv) lead's shock impedance fluctuates between a normal range of 80 ohms and a high range of 125 ohms. It was noted the sensing and threshold measurements are within normal range and stable and there is no steady incline in shock impedance. Technical services (ts) was consulted and provided basic lead overview instructions for shock lead impedances and advised more detail information can be provided if needed. The lead remains in service and no adverse patient effects were reported.